Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2006 and (B)(6) 2009 and a sling and a bard align were implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.